Event description:
Customer reports the tool broke on the tip during surgery. Customer stated that they had approximately 10 tools (same type) break with the past month. There have been at least 3 different surgeons involved. The customer said they have previously thrown away the broken tools and preceeded with another tool. This is the first time the tool had been saved.